Event description:
Additional information: interrogation of the lvad system during the patient¿s last clinic visits had showed no elevation in pump power or flow. The hematology service was consulted for suspected hypercoagulable status due to evans syndrome for which the patient has been on chronic steroids. The hematology evaluation concluded that hereditary spherocytosis could not be completely excluded given the patient's osmotic fragility results. The clinicians felt that the patient would benefit from splenic embolization in the future. Initial presplenectomy vaccines were administered to the patient in (B)(6) 2017, and the boosters were completed on (B)(6) 2017. The steroid medication was adjusted during hospitalization and would be at de-escalated at discharge. For steroid prophylaxsis, the patient would be continued on aerosolized pentamidine as directed and would also be medically managed with clotrimazole troches and acyclovir. In early (B)(6) 2017, the laboratory test results had indicated a lactate dehydrogenase (ldh) value of 997 u/l and the last ldh value had decreased to 574 u/l. During the hospitalization on (B)(6) 2017, the patient¿s anticoagulation was bridged prior to the splenic embolization scheduled for (B)(6) 2017. At the time, the patient was being medically managed on IV angiomax. During the admission, laboratory test results showed a steady elevation in the ldh. The patient has a medical history of factor v leiden thrombophilia and has had several occurrences of elevated ldh in the past. The inr goal was 2.5 - 3.5. Interrogation of the lvad system showed elevated flows on (B)(6) 2017, a low flow event on (B)(6) 2017, multiple pi events, speed decelerations on (B)(6) 2017 and (B)(6) 2017 and a power elevation on (B)(6) 2017. Review of the log file submitted to the manufacturer¿s technical services department for analysis showed unsustained elevated power and flow values. No further information was provided.

Manufacturer narrative:
No product was returned for evaluation. The report of low-speed advisories, pi events, a low flow event, and elevations in pump power and flow were confirmed based on the evaluation of the submitted log files; however, specific causes for the changes in pump parameters and for the reported elevated ldh could not be conclusively determined. The log file, dated 07/03/2017, contained approximately 14 days of data, spanning from 06/19/2017 23:21 to 7/3/2017 8:10, which captured a low-speed advisory on 6/27/2017 12:16. During the event, the pump's speed dropped to 7660 rpms which was below the low-speed limit of 8000 rpms. The pump speed returned to the set speed and remained above the low-speed limit for the remainder of the log file. No other unusual events were captured. The patient remains ongoing on vad support. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange due to thrombus was reported under medwatch MFR report #2916596-2016-02125. (B)(4). Approximate age of device ¿ 7 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was initially implanted with a left ventricular assist device on (B)(6) 2014. On (B)(6) 2016 , the patient underwent a pump exchange due to suspected pump thrombosis. It was reported that following an outpatient lvad clinic visit on (B)(6) 2017, the patient was admitted to the hospital due to an elevated lactate dehydrogenase (ldh) level to 1069 u/l. Upon admission, the patient was in atrial fibrillation with a rapid ventricular response. Treatment with bivalirudin was initiated. Interrogation of the lvad system showed a low speed advisory event had occurred on (B)(6) 2017, with the pump speed decelerating from 9200 rpm to 7660 rpm. No other alarms or events were noted in the history file. The patient¿s inr had been sub-therapeutic during a previous clinic visit on (B)(6) 2017. At the time, the patient declined lovenox due to cost and instead the coumadin dosage was increased. Given the patient¿s known history of a pump exchange due to thrombus, there was a concern due to the noted speed deceleration. The patient has a known history of hypercoagulability syndrome which has been medically managed on triple antiplatelet therapy (tapt) with reduced platelet aggregation. The patient's lactate dehydrogenase (ldh) levels have remained elevated despite treatment with IV angiomax. As of (B)(6) 2017, the patient was still being medically treated with IV angiomax, aspirin, plavix, and coumadin. On (B)(6) 2017, the clinicians submitted an additional log file to the manufacturer for analysis. The review noted a few non-sustained speed decelerations on (B)(6) 2017 and (B)(6) 2017, with the remainder of the log file showing the speed remained within specifications. No additional information was provided.